Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was treated with intravenous insulin for high blood glucose at hospital. The customer stated that she was hospitalized for three times due to diabetic ketoacidosis, he was widowed and has no family and insulin pump was 18 miles away at home with no way of him being able to obtain for troubleshooting. Customer stated that the insulin pump alarmed no delivery at that time. The insulin pump will be returned for analysis.